Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that plastic shaft on roller of the tumescent pump was snapped during procedure. Customer states that the tumescent motor runs but will not feed any fluid due to the broken shaft. No medical intervention. No pt injury.

Manufacturer narrative:
Submit date: 07/01/2013. An investigation is currently underway. Upon completion, the results will be forwarded.